Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, upon first firing when the appendix was being separated from cecum, the cartridge would not open and close on tissue, it was fine on tissue but when green firing button was pushed, nothing happened and the handle would not articulate. When the trigger was pulled it looked like the stapler fired but only a few staples came out. The surgical time extended 30 minutes or more due to the product problem. Another stapler was opened and used with no issue. The patient has no injury.